Event description:
This is the third of three complaints used during this procedure. It was reported to boston scientific corp that the clinicians were performing (date unk) a diagnostic prostate biopsy on a male pt (age unk) using the easycore biopsy needle. During the procedure the device was cocked and inserted into the pt, but the device then misfired while still inside the pt. Please reference medwatch MFR report #3005099803-2008-00495. The clinicians then obtained a second of the same type device, but this device also misfired in the pt. Please reference medwatch MFR report# 3005099803-2008-00497. The clinicians then obtained a third of the same type device, but this device also misfired in the pt. The clinicians then obtained a fourth device of the same type device, and the procedure was successfully completed without further incident. There were no complications reported.

Manufacturer narrative:
The complainant reported that the device has been discarded, and will not be returned for eval; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. A lot history search was performed and found 5 similar complaints have been reported from this lot number. A review of the april 2008 complaint trend report for the prostate prod family did not reveal an unfavorable trend.